Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) at an unknown dose and concentration. The reason for use was spinal pain. It was reported that the patient got a replacement pump and they ¿got staph at the pump site¿ in (B)(6) 2017. The patient was treated with antibiotics. The patient still has the staph infection. The patient is trying to get it cleared so he can get another pump implanted. The patient stated that the pump worked good, but he was not sure if he wants another. There were no further complications reported/anticipated.